Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5with smartassist for use during cardiogenic shock section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the left ventricle and aorta waveforms were separated. The staff were unable to go higher than p4 without suction events and the device was repositioned several times with fluid bolus¿s given. The family decided to put patient on comfort care and the patient expired shortly after. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation of low pump flow has been completed. The product and data were not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. D6a and d6b were inadvertently entered incorrectly on the initial manufacturer device report 1220648-2025-26368.